Event description:
The pt reported the hcp could not remove medicine from the pump and the catheter was straightened in 2006. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.